Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the provided information there is no indication of a malfunction of the mr device. The patient claimed to have tinnitus as result of the MRI examination. As hearing protection earplugs were used not in combination with the philips headset. Type of earplugs: honeywell bilsom 303 single use. According the product information of the earplugs the noise reduction of these plugs = 22 db. Based on the outcome of the investigation no permanent hearing loss is to be expected. However especially with loud scans double hearing protection by means of ear plugs and headset is recommended. (B)(4).

Event description:
A customer reported to philips that a patient claimed to sustained tinnitus as result of an MRI examination with an achieva 3t mr system. The patient was scanned for a right elbow examination in superman position. Hearing protection by means of honeywell earplugs was used during the MRI examination.

Manufacturer narrative:
(B)(4). (B)(6).